Event description:
According to the sales rep, the left long nail gamma 3 11x300mm x 130° (B)(4) that had been implanted in (B)(6) 2012 (left hip broken) was found to be broken after one year. According to the patient, the doctor needs to replace the nail.

Event description:
According to the sales rep, the left long nail gamma 3 11x300mm x 130° ((B)(4)) that had been implanted in (B)(6) 2012 (left hip broken) was found to be broken after one year. According to the patient, the doctor needs to replace the nail.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be reported on a supplemental report. (B)(4): device will not be returned.

Manufacturer narrative:
Evaluation summary: no deviations were found during review of the manufacturing and inspection documents (DHR). The long nail kit was documented as meeting specifications prior to distribution. An investigation was not possible due to product not being returned and insufficient information. The IFU includes several warnings, contraindications and adverse effects (implant damage, obesity, full weight bearing, long implantation time, non-unions). However, the DHR review revealed no deviations in the design and manufacturing. Based on this review a manufacturing issue can be excluded. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.